Event description:
It was reported that a revision was performed on an insert and soft tissue was clean out. A thicker insert was implanted.

Manufacturer narrative:
PMA/510k correct date added.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the reported revision/upsizing of the poly insert and ¿soft-tissue clean-out¿ along with the lateral-sided pain, soft tissue impingement or irritation from hardware could have been contributing factors to the reported pain and subsequent revision, although, these are not apparent in the single image provided. Patient impact beyond the reported pain, revision procedure and an expected brief post-op rehab is not anticipated. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.